Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. The patient is a resident of (B)(6). Transfer. **update received 05/17/2016. The sales rep has reported the revision surgery. Patient was revised to address elevated metal ion levels. There is no new information that would change the existing MDR decision. Updated cup/head and added sleeve/stem. *complaint was updated on 06/06/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-28734. This report, 1818910-2016-20626, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-28734.